Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown mentor saline implants experienced bilateral capsular contracture unknown grade post procedure. As a result, the patient underwent bilateral replacements as follow: l/ cat#: 3504504bc, sn#: (B)(4), r/ cat#: 3504504bc, sn#: (B)(4) on (B)(6) 2020. This report relates to one of the two sides.